Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14244. The pt has leads implanted with the same lot number. It was reported, the pt is not receiving effective stimulation and is experiencing stimulation in her ribs. It was also reported, the pt is experiencing discomfort due to her leads being too superficial and pain at her ipg site. The physician advised the pt since she only weights about (B)(6), there's not much more he can do for the position of the ipg. There is no plan at this time to address the pain at the ipg site. Surgical intervention is pending to address the issues with the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.